Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 22:50:28. During night drain cycle five, the patient's ultrafiltration reading was 1295ml, indicating the home patient (hp) drained 1295ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. This is an ancillary event. The cause was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the min. Drain volume threshold. Should relevant additional information become available, a follow-up report will be submitted.